Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a captivator large oval thin wire snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the snare was being closed around the polyp while cautery was being applied; however when the physician looked at the screen the loop of the snare was broken, and not the in the loop shape anymore. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula to be detached. The handle cannula presented only slight marks of the handle assembly process, indicating the handle cannula had not been sufficiently clamped into the active cord insert. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and the active cord connector and insert were found within specifications. The complaint that the loop was broken was not confirmed, as the loop was intact. However the handle cannula was found to be detached. This failure was caused by improper assembly of the handle in the manufacturing process, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captivator large oval thin wire snare was used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the snare was being closed around the polyp while cautery was being applied; however when the physician looked at the screen the loop of the snare was broken, and not the in the loop shape anymore. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: wire break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.